Event description:
A malfunction with code malf 16 was reported, and there were no notable events prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and confirmed that the current pump is under warranty. The customer was instructed to use multiple daily injections as a backup to ensure continuous insulin delivery and learned how to set the pump into storage mode before returning it to tandem using a pre-paid label.